Manufacturer narrative:
Device evaluation: this pr is related to (B)(4) (report reference number - 1820334-2021-00146), (B)(4) (report reference number - 3001845648-2021-00100), pr319316 (report reference number - 3001845648-2022-00044) and (B)(4). The clso-8.5-7 device of lot number c1656857 involved in this complaint was not returned to cirl for lab evaluation. Therefore, a document-based investigation will be carried out. Prior to distribution ¿clso-8.5-7¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿clso-8.5-7¿ of lot number ¿c1656857¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1656857¿. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It may be noted the device IFU mentions ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified from the customer testimony. It should be noted that the IFU labels for this device state that the device should not be used for any purpose other than intended. Based on the customer¿s testimony that the guiding catheter was shortened for this procedure, this modification is outside the IFU and label¿s intended use of the device. Summary: complaint is confirmed as the failure was verified from the customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - 15jan2021 - this problem occurred with two different devices in the same procedure. They were not able to deploy the stent off of the delivery system. The procedure was successfully completed with a competitor's stent. Per rep - 21jan2021 - before they attempted the stent placement, they used a balloon ((B)(4) lot w4404820) to sweep the common bile duct. This balloon popped on the scope elevator. They successfully completed the sweep with another balloon of the same type. They then attempted to deploy the stent. They used stent ((B)(4), lot c1656857) and delivery system ((B)(4), lot c1723460) for their first attempt. During the first attempt with these devices, they could not advance the stent and the delivery system out of the scope. They then made a second attempt with these same devices. During this second attempt, the stent was positioned in the common bile duct and the wire guide was removed but they could not pull back on the guiding catheter. The guiding catheter was stuck in place and stretched out at the proximal end of the device. They then made another attempt using different devices. This time they used stent ((B)(4) - g21620, lot unknown) and delivery system ((B)(4), lot unknown). The lot #s could not be determined because the customer did not keep the stickers. With these devices, they made one attempt but could not advance the stent and delivery system out of the scope. This pr is capturing the difficult advancement of the clso device. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: placement. Device placement. Device removal. Observation prior to patient contact. Please indicate where the device was stored prior to use. Procedure cart. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Unkr. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unkr. If yes, please indicate the procedure performed. Was the wire guide inspected for damage prior to use? Unkr. Was the device at the center of the complaint inspected for damage prior to use? Unkr. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Competitive device. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Unkr. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-160f, unkr. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unkr. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct. Was resistance encountered when advancing the wire guide to the target location? Unkr. Was the stricture dilated prior to placing the device? No. If so, please indicate what device(s) were used. Was resistance encountered when advancing the introduction system in place to the target location? Unkr. Was resistance encountered when advancing the stent through the obstructed area?unkr. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Never dwelling. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Wire guide. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter. Shortened. Yes. If so, please indicate the modifications and why they were necessary -guiding catheter was shortened.